Event description:
Test strips purchased 9/5/06 do not work properly. I did not know why until I read in diabetic forecast magazine about counterfeit strips. I am using 4-5 strips before I can get a reading. Brand-one, touch ultra - 50 CT, purchased from pharmacy.